Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.0/090 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had excessive vaulting and remains implanted.

Manufacturer narrative:
(B)(4)